Event description:
Both eliacs were aneurysmal. The one year six month follow up noted that the iliac aneurysm were continuing to grow and the distal fixation sites were no longer completely sealed due to the changed in the anatomy. The physician occluded the hypogastrics and placed and iliac leg graft on ecah side to extend the legs to a non-aneurysmal area of the illiacs and the leaks were resolved. Refer to MDR#1820334-2006-00027)